Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The laa was swept for clot and negative via transesophageal echocardiography (tee) before case started. Transeptal access was gained with versacross connect. Angio was obtained with pigtail catheter, and the 24mm wds was prepped and inserted. After first device deployment while inspecting device position, it was noted on imaging that there was an abnormal finding on core wire near sheath tip. The physician attempted to aspirate what was verbalized as clot and was unsuccessful. The closure device was recaptured, and the clot was successfully removed from body with the wds. The was sheath was aspirated and no clot remained. A new wds was prepped and the procedure continued, however it was unsuccessful due to anatomical reasons, and not related to the thrombus or device. The patient woke up normally and was discharged.